Manufacturer narrative:
The insulin pump was unable to prime during the prime test, due to moisture damage found in the force sensor. Unable to perform the occlusion and excessive no delivery alarm tests due to the prime anomaly. The insulin pump passed the displacement test.

Event description:
The customer called to report high blood glucose levels and also wanted to do the high pressure test. Troubleshooting was performed and the insulin pump did not pass the high pressure test. Advised the customer that the insulin pump would be replaced.